Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and "feeling unwell". The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and was treated with vancomycin injection 1gm (ongoing, dose, route, frequency not reported) and meropenem injection (1gm, once a day, ongoing, route not reported) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from the event. Pd therapy was ongoing. No additional information is available.